Event description:
It was reported that the user paused the ilet pump to shower, consumed a meal without a meal announcement, and later reconnected, after which blood glucose reached 338 mg/dl. The event involved user procedure error related to meal announcements and use of the user interface. Symptoms included hyperglycemia and confusion/ disorientation. Outcomes included a delay to therapy while the system worked to correct glucose after reconnection. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction and identified a usage problem related to failure to follow instructions for timely meal announcement, with the user interface component implicated only by context of use. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.